Manufacturer narrative:
The complaint device is not being returned, therefore is unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any kind for this lot of (B)(4) devices that were released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Anchor 2.0 (mini quickanchor) is placed in phalanx at the time of the knot, suture was broken causing it to not be able to fix the tissue, could only tie the other anchor, not allowing adequate stability. The following additional information was received via email from our affiliate on (B)(6) 2015; this was a finger procedure. The procedure was completed with a similar mini quick anchor, with the procedure time extended greater than 30 minutes due to this failure.